Manufacturer narrative:
Field service engineer (fse) reported the leak was caused by the malfunctioned wash collar valve. Fse replaced the part and issue was resolved. (B)(4).

Event description:
Beckman coulter field service engineer (fse) reported the chemistry cartridge (cc) sample probe wash collar was slow dripping during a customer visit for another issue. The leak was small and contained to the instrument. No exposure reported. No erroneous results generated.